Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box fr broke at the cannula and cause serious injury during use. The following was reported by the initial reporter: "during the injection of his insulin, the needle broke and a lump remained under his skin"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box fr broke at the cannula and cause serious injury during use. The following was reported by the initial reporter: "during the injection of his insulin, the needle broke and a lump remained under his skin".